Manufacturer narrative:
Covidien technical support engineer troubleshot with customer over the phone, and recommended to have a covidien service engineer to perform the repair. Customer was instructed to call back if the recommendation won't correct the failure. At this time covidien was not authorized to service the device.

Event description:
It was reported that an 840 ventilator had a loss of bd communication error. Information about patient involvement was not provided.

Manufacturer narrative:
(B)(4). Covidien reference information was missing on initial medwatch submitted.